Event description:
A patient received an inappropriate shock. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient is ending use. The doctor is unaware.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed burn marks under the lifevest equipment. Patient described the area as burn marks and bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed gabapentin for pain and applied petroleum jelly for the burns. Follow up indicated that the skin irritation improved.